Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported that during orif of acetabular fracture, approximately 25mm of stryker drill bit broke off and was left in the patient's pelvis.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the received drill was found to be slightly bent from the middle and broken at the starting of the cutting edges. The breakage surface overall resembles a typical brittle fracture surface with some significant deformation all over the breakage surface. A metal splinter was also found hanging from the breakage point. The nature of the breakage and deformation of the drill indicates towards interaction with a hard/metal object (leading to severe deformation) along with application of great amount of bending load during drilling. As per the dimensional inspection and a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the drill most likely happened due to a bending overload during the surgery. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during orif of acetabular fracture, approximately 25mm of stryker drill bit broke off and was left in the patient's pelvis.